Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that an error message displayed during preparation. An angiojet solent omni was selected for a peripheral angiogram procedure. A check saline supply error appeared upon priming the device. They attempted to re-prime the system multiple times resolve the system error. The device never entered the patient. A different device was used to complete the procedure. There were no patient complications. However, device analysis revealed that the hypotube was broken 21.5cm proximal of the tip. Device eval by manufacturer: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The boot was full of fluid and there was 100ml of fluid in the attached waste bag when received. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to into prime and the 'check saline supply' error was displayed on the console. The shaft was cut at a severe kink to check the hypotube and it was found that the hypotube was broken 21.5cm proximal of the tip. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. Inspection of the device presented no other damage or irregularities.